Event description:
Patient had a laparoscopic adjustable gastric band and hiatal hernia repair done on approximately 3 years ago. Approximately 7 months ago, patient was seen by surgeon and band fluid was check and it had gone from 3.0cc to 1.5cc after several fluid additions so laparoscopic procedure was scheduled to replace the medical device approximately two weeks later. Surgeon could not identify source of leak with dye test but band was replaced given he could not identify source of leak.